Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that it was that there was no abnormality in manufacturing, special adoption, and dispersion via DHR. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the unit was delivered to the customer on august 22, 2013. The legal manufacturer reported that the most probably cause for the reported event is the following: it was presumed that this case was caused by unexpected stress on this machine due to the handling of the user, and the head part and the connector part were cracked and flooded, resulting in failure of the ccd unit or the cable unit, resulting in the failure of images and e216 of scope communication error.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of "it¿s coming up with communication error¿ could not be duplicated. The tip of the video connector was found to be cracked. Focus and function of buttons #1,2,3 was intermittent due the printed circuit board. A crack was found on the top cover of the charge-coupled device (ccd).there were traces of fluid invasion in the ccd which is believed to have likely caused the intermittent problem with the switchboard and ccd unit. The instruction manual in the ¿important information ¿ please read before use ch-s190-xz-e/q operational manual¿ section states the following: ¿ do not strike the camera head. The camera head may be damaged.

Event description:
The service center was informed during preparation for use, the camera head displayed an ¿e216-(scope communication error).¿ there was no patient involvement reported.